Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer´s reference number: (B)(4).

Manufacturer narrative:
The hospital stated that they encountered a pressure transducer test failure during system checkout. Our field service engineer investigated the anesthesia system at the hospital but the reported issue could not be reproduced. The device operated according to specifications. No part was replaced. Requests for the device logs have been sent but we have not been able to get the logs. The hospital staff was instructed to monitor the device for further issues. Without having additional information such as a part to investigate or device logs to evaluate, we are unable to determine the true cause of the reported issue.